Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The patient had a blood glucose of 328 mg/dl with symptoms of extreme drowsiness. The patient received an insulin shot as treatment for the elevated blood glucose. The reporter stated that when the patient was changing out the cartridge, they had accidentally suspended the pump without realizing it. The pump being suspended was not discovered until the next morning when the patient attempted to prime the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of accidentally suspending it.